Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and endometritis ('endometritis') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection and urinary frequency. Concurrent conditions included vaginal candidiasis, menses irregular, abdominal pain, nausea and adenomyosis. Concomitant products included drospirenone + ethinylestradiol (yaz), fluoxetine hydrochloride (prozac) since january 2016, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), hot flush ("hormonal changes describe: hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 months 14 days after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, hot flush, depression, anxiety, dysmenorrhoea, dyspareunia, abdominal pain lower and back pain had resolved and the endometritis outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometritis, hot flush, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2013: essure device was successfully occluded. Successful occlusion of the bilateral fallopian tubes. Pathology test - on (B)(6) 2013: surgical pathology report- final diagnosis. Uterus (hysterectomy): cervix: no pathologic diagnosis. Endometrium: proliferative phase. Myometrium: adenomyosis. Right and left fallopian tubes (resection): paramesonephric cysts present adjacent to both tubes. Gross description- the specimen. Labeled "uterus. Cervix, tubes", consists of a uterus with attached cervix and attached fallopian tubes. The uterus together with the cervix weighs 77 grams and measures 8.5 x 6.5 x 5.5 cm. The cervix measures 4.5 x 4.7 cm. And has a central slit like os measuring 1 em. In length. The uterus and cervix are bivalve. No lesions are identified in the endocervical canal. The endometrial cavity measures 5 cm. In length. The endometrium measures 0.1 cm. In thickness. Multiple sections through the myometrium do not reveal any myometrial nodules. The right fallopian tube is purple tan with a fimbriated end and it measures 6.7 cm. In length x 0.6 cm. In diameter. No lesions are identified within the tube. There is a clear fluid filled cyst attached to the tube near the fimbria measuring 0.8 cm. In diameter. The left fallopian tube is purple tan with a fimbriated end and it measures 5.7 em. In length x 0.5 cm. In diameter. No lesions are identified within the tube. There are several clear fluid filled cysts attached to the tube near the fimbria measuring up to 1.2 cm. In diameter. Representative sections are submitted labeled as follows: a, cervix; b, endometrium; c, endometrium and myometrium; d, right fallopian tube and cyst from tube; e, left fallopian tube and cysts from fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: new pfs + mr received- new events added: abnormal bleeding (vaginal, menorrhagia), hormonal changes describe: hot flashes, psychological or psychiatric problems condition: depression, mental anguish,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain,endometritis, lower back pain, lower abdominal pain were added. New reporters and concomitant drugs were added. Outcome of all events from unknown to recovered/resolved were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.